Manufacturer narrative:
A device history record cannot be reviewed as a lot number was not provided by the customer. No sample was received for evaluation however a photo was provided. The photo showed . The container was punctured in the lower left side, on the side of the container which contains the label. As per the sample photo evaluation, the IV cannula needle penetrated perpendicular to the label side. A review of changes to product and process has been conducted identifying no affecting changes in the previous 12 months. The potential root cause associated with this event is improper usage, handling, and carrying of a filled sharps container for disposal. The nurse apparently picked up the container, in the area where the needle was protruding which indicates that the sharps container was not handled as per the instructions for use (IFU). As per the IFU, to dispose of waste use one hand to place the sharp in the slot horizontally, making sure the sharp falls into container. Lift to assure the sharp drops. Do not dispose of more than one item at a time. As carrying/lifting instructions per IFU, never hold or carry used containers below the recommended fill line. If handles are present, use both handles on the container when moving or lifting for disposal. Use additional caution with containers that do not have handles. Based on the existing controls, the internal rejection and the complaint history review, additional correction or containment activities are not warranted at this time. Although there have been no trends identified for this product, this complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a sharps container. The customer states there was a contaminated needle stick when a needle poked through the side of the container. The rn was attempting to move the sharps box to the disposal area. Hiv, hep b and hep c labs were all obtained from the employee and the results were negative.

Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded.